Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device, including the following statement: do not use after the expiration date. It is the responsibility of the end-user to confirm the expiration and integrity of the product/packaging. Since there were no patient injuries or further compilations reported, no further clinical/medical assessed is warranted at this time. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, an expired fast-fix was used in a case on (B)(6) 2021. This was noticed after the procedure. A delay equal to or less than 30 minutes was reported and the surgery had been completed with the same device. No patient injury or further compilations were reported.